Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an unspecified reason the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 18cmx12mm cylinders and pump were implanted. It was further reported that reason for this surgery was due to distal erosion of cylinder. This caused the implanted device to be outside of the body.